Event description:
It was reported that biomed stated that a nurse sent the arctic sun device down to them but they did not see an issue with the arctic sun device but wanted someone from technical support to check. Biomed sent data files. No issues sighted. Biomed stated they had a device that the nurses sent because it was rewarming and then started cooling on its own. Biomed stated they emailed the patient data from the case to their team and they did not see any device issues. Biomed was not sure what they should do next.

Event description:
It was reported that biomed stated that a nurse sent the arctic sun device down to them but they did not see an issue with the arctic sun device but wanted someone from technical support to check. Biomed sent data files. No issues sighted. Biomed stated they had a device that the nurses sent because it was rewarming and then started cooling on its own. Biomed stated they emailed the patient data from the case to their team and they did not see any device issues. Biomed was not sure what they should do next. As per follow up information received via phone on 06sept2023 to report that they did an assessment on the device and could not find any issues with it and returned it to circulation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. After assessment, the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.